Event description:
The customer reported that during a laparoscopic colon procedure, the control mechanism that closes the jaws broke and small fragments of plastic from the device fell into the patient cavity. All of the pieces were retrieved, and there was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 01/07/2015. Date of follow-up report : 03/10/2015. One used device was received for evaluation. Visual inspection found damaged insulation on the gray jaw wire. There is nothing known in the manufacturing process that would have caused this type of damage. This type of damage is consistent with that seen when the jaw wires have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument from the trocar. Thus, the investigation identified the root cause of the reported event to be user error. Instruments must be carefully inserted and withdrawn from trocars to avoid possible damage to the devices and/or injury to the patient. A device history review was completed and no entries pertinent to the customer's report were noted.